Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for analysis with some exterior damage. The left case was cracked and the top case was cracked by the left rear corner. The history log showed a force sensor test error. The device was tested via the power up process, and the force sensor test was performed. The analysis was unable to duplicate the force sensor test error at power up, all the reading of the force sensor were within the required specifications but the value is fluctuating. The technician replaced the left plunger case and top case due to physical damage. All functional tests passed.

Event description:
Information was received indicating that the medfusion 3500 pump would not administer medication. A line occlusion was reported. There were no adverse events reported.